Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed two sealed 20ga x 1.16in. Angiocath units from material number 381134, where the lot number is not visible. The photo does not display the lot number or the labeling on the dispenser box. The defect cannot be confirmed if there is no labeling or lot number to compare the products with. Photo evidence of the different lot numbers, or the physical devices would need to be provided to confirm any defect. These units (material 381134) are also not manufactured at the same site as the 381434, lot number 2265996 therefore making it highly unlikely they were shipped from bd this way. A device history record review was performed on lot number 2265994 and showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the label had contradictory information. There was no report of patient impact. The following information was provided by the initial reporter: mislabeled. Outside of box is 381434. Inside box is 381134.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the label had contradictory information. There was no report of patient impact. The following information was provided by the initial reporter: mislabeled. Outside of box is 381434. Inside box is 381134.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.